Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2005, the pt was implanted with a bard flat mesh during a vaginal prolapse, and huge rectoenterocele. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt's peri-operative implant record only. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, this report will be updated.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent due to additional medical records provided by the patient's attorney. The medical records provided indicate the patient underwent additional surgical procedure and md office exams post implant of the bard flat mesh. The medical records did not mention any visualization or involvement of the previously implanted bard flat mesh during the procedure in (B)(6) 2007. A DHR review was conducted which showed no anomalies during the manufacturing process of the device. At this time no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with vaginal prolapse, huge rectoenterocele, no evidence of stress incontinence and bilateral retained ovaries. The patient underwent pelvic lap, lysis of significant adhesions, bilateral salpingo-oophorectomy, modified moschowitz obliteration of pouch of douglas and sacral mesh suspension with bard flat mesh. On (B)(6) 2007 - the patient was diagnosed with cystocele, rectocele and urinary incontinence. The patient underwent an anterior and posterior repair. There was no mention of any visualization or involvement of the bard flat mesh included in the operative details. On (B)(6) 2007 - the patient had an md office exam with complaints of left and right flank pain. Patient reported that allegedly her mesh was recalled and she believed that is what the cause of her pain was. The patient was prescribed an anti-inflammatory medication to help with her pain. On (B)(6) 2013 - the patient had an annual gyn exam and was diagnosed with atrophic vaginitis, cystocele, rectocele and unspecified vulva skin tags.